Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in tubing). This occurred during the initial drain cycle of peritoneal dialysis therapy. The patient?s care giver stated that she observed air bubbles in the patient line. She also reported that the patient had not been properly primed prior to therapy. The technical services representative (tsr) assisted the care giver in clearing the alarm and advised the care giver to begin therapy over with new supplies. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cause for the incomplete prime was not determined. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide". Should additional relevant information become available, a supplemental report will be submitted.